Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 600 mg/dl which was addressed with a manual injection. Multiple attempts were made by tandem technical support to troubleshoot with customer; however, all were unsuccessful.